Manufacturer narrative:
D4, g4 are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that a patient was off medication accidentally from 1/2/2024 11:00am until 1/3/2024 at 2:20pm and restarted remodulin at 77 ng per kg per min and 43 ml per 24 hours on the cadd legacy pump. Patient stated that she had a bad headache. No further details provided.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the patient being off medication to be due to user error. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.